Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure: unknown - "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep "the customer noted that two rubber fragments were inside the patient cavity." Initial investigation report by (B)(4): "the unit along with two rubber fragments were returned to (B)(4) and visually inspected. The reported damage to the septum was confirmed; the septum was missing a portion; the returned fragments (size approx. 3.2 mm x 2.2 mm and 1.1mm x 1.0 mm) matched to a missing portion of the septum. The shield and the ddb had no visible damage. The unit with the portions will be returned to amr for further evaluation. (B)(4)." Type of intervention: unk. Patient status: "no patient injury".